Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they basal was not delivering properly. Customer¿s blood glucose level was 299 mg/dl at the time of incident and current blood glucose level was 189 mg/dl. Customer was treated with insulin pump. Customer stated that the auto mode feature was active and automatically adjusting insulin delivery at time of high blood glucose event. Customer was discontinued to troubleshoot. The insulin pump will not be returned for analysis.